Event description:
The device was used during a low anterior resection. Reportedly, when fired, the device made a cracking sound. The patient was returned to surgery 5 days post-op for unformed staples on the rectal stump which led to bowel leakage and peritonitis. An unintended colostomy was performed.